Event description:
It was reported that 5 bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology leaked. The following information was provided by the initial reporter: "on several occasions it has happened that the catheter has been disconnected from the 3-way stopcock. The ring of the stopcock does not perfectly attach to the cannula, so with a small rotation movement, it can be disconnected. This causes leakage of liquids but especially leak of blood from the catheter. Risk of biological contamination... Leakage of blood from the catheter and leakage of liquids with any drugs to be administered from the stopcock."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 5 bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology leaked. The following information was provided by the initial reporter: "on several occasions it has happened that the catheter has been disconnected from the 3-way stopcock. The ring of the stopcock does not perfectly attach to the cannula, so with a small rotation movement, it can be disconnected. This causes leakage of liquids but especially leak of blood from the catheter. Risk of biological contamination. Leakage of blood from the catheter and leakage of liquids with any drugs to be administered from the stopcock."